Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error. The device had a minor scratched lcd window, cracked battery tube threads, and cracked case at corner of the belt clip rails. No physical damage to the lcd glass noted.